Event description:
It was reported that there was early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: (B)(4) implantable pacing lead (B)(6) 2007. Evaluation summary: the device was returned and analysis revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.